Event description:
We have had two instances of the carefusion achieve breast biopsy needles failing. Biopsy needle failed during an ultrasound guided core breast biopsy. After the second pass, the radiologist attempted to open the device to obtain the sample. The device would not slide open like it is supposed to. The radiologist had to deploy it again to obtain the specimen. The specimen was still intact and was able to be sent to the lab like normal. This did not affect the patient negatively in any way. On another breast biopsy, the achieve biopsy needle was found to be faulty before it was used. It would not deploy. Defect was discovered before it was used for breast biopsy. No injury to patient or staff occurred. Manufacturer response for breast biopsy needle, achieve (per site reporter): reported this morning. Currently awaiting a call back from bd/carefusion.